Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during preparation of a chronic catheter placement procedure, the trocar was allegedly bent when opened the package. The procedure was completed by replaced with another device. There was no patient contact.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided pcn percutaneous drainage catheter placement procedure using navarre opti drain catheter. Prior to the procedure, the trocar was allegedly bent when opened the package. The procedure was completed by replaced with another device. There was no patient contact.

Manufacturer narrative:
H11: additional information was received, and the file was reassessed for reportability and determined to be no longer reportable. Since an initial MDR was submitted, therefore, the file will remain assessed as a malfunction. D4 (unique identifier (UDI) #), g3, h6 (device) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.